Manufacturer narrative:
On (B)(6) 2016 10:46 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw without any detachment at the tip and the silicone insulation was peeled away from the cold jaw support.. Based on the returned condition of the device , the reported complaint was confirmed for as reported failure mode "heater wire- bent/ detached" and the as analyzed failure mode "jaw-peeled, cracked, detached". Specific actions for this failure modes are being managed and documented in the maquet failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.